Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the guide wire was returned without blood or contrast visible, consistent with the reported information that there was no patient involvement. The guide wire was returned coiled inside the clear tyvek pouch. The vendor seal at the top right corner was unsealed. There was a white cloudy appearance at the unsealed portion indicating that the pouch was originally sealed. The manufacturing seal was intact and sealed. There was no other damage noted. The chipboard box was not returned. Although the tyvek pouch was returned with the top right corner of the vendor seal peeled open, analysis confirmed that evidence of the vendor seal was present, suggesting that the vendor seal was originally intact. Additionally, the manufacturing seal along the bottom portion of the pouch was intact and properly sealed. In this case, it may be possible that the pouch was inadvertently opened partially at the account and placed back into the inventory. A conclusive cause for the partially opened vendor seal could not be determined. There is no indication that would suggest that the pouch was not previously sealed properly and there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Manufacturing visually inspects the seal of the tyvek pouch of each wire. Additionally, quality control performs a visual audit of a sampling of pouches throughout the lot.

Event description:
It was reported that after unpackaging of the hi-torque pilot 50 guide wire, it was found that the right top of the pouch was not properly sealed. The device was not used and there was no patient involvement. There was no significant clinical delay in the procedure. No additional information was provided.